Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was informed to continue using the pump and advised to call back if the issue reoccurred, which the caller acknowledged and understood.